Event description:
It was reported by the rep that the three ems devices were used during a lap hernia procedure. It was reported that the first stapler did not have more than three staples, a second device jammed. The third device jammed and would not fire. Three device came from the same lot number. The case was completed with a fourth device and with no pt consequence.